Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Friend of the family is calling stating that the seat on the commode have cracks, end user was pinched, but no injury.